Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Based on the damage pattern, it is assumed that the damage was mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert or whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. The damaged seal is most likely due to wear and tear or/and bad maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gynecology hysteroscope tip was broken. There were no reports of patient harm or injury.